Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to inspect the o-ring on the cartridge, which was found undamaged. Attempts to follow up with the customer were made, including voicemails and an email, but there was no further contact established.